Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that an error for e-200 cautery was encountered prior to surgery and port replacement. The tse reviewed the logs and found error related to the cautery. The customer attempted to resolve the issue by restarting the cautery, but the error persisted. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The procedure was completed with a different e-200.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.